Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station and server was not communicated and data synchronization was failed. A technical support specialist (tss) dialed into the station dialed into the station found data was out of sync with the server, manual recovery was required, carefusion services were disabled now configured to automatic (delayed start), used knowledge article (manual recovery required datasyncinvaliduploadchangetrackingvalue) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station information was not updated. However, there were no delays or adverse events or injuries reported based on this event.